Event description:
It was reported that customer experienced issue during insulin cartridge change in which pump required insulin to be run through twice for catheter. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact, so no troubleshooting was performed and no additional information or resolution was obtained.